Manufacturer narrative:
B3: the events occurred during unspecified date of may 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink system continu-flo solution sets were split open after taking out of the bag. The events occurred prior to starting the IV insertion. There was no patient involvement. No additional information is available.